Event description:
It was reported that this pacemaker exhibited noise that resulted in oversensing. The episode was found to be consistent with electromagnetic interference (emi) during a surgical procedure. No adverse patient effects were reported. Further information was received that this device was explanted due to normal battery depletion (nbd). This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker exhibited noise that resulted in oversensing. The episode was found to be consistent with electromagnetic interference (emi) during a surgical procedure. No adverse patient effects were reported. Further information was received that this device was explanted due to normal battery depletion (nbd). This device has been received for analysis.

Event description:
It was reported that this pacemaker exhibited noise that resulted in oversensing. The episode was found to be consistent with electromagnetic interference (emi) during a surgical procedure. No adverse patient effects were reported. At this time, this device remains in service.